Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reports tubing disconnection in anesthesia where the tubing attaches to the non-bonded stopcock